Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer tried replacing his reservoir but when the sensor reaches the plunger, it starts pushing all the insulin out. Customer stated that the insulin was squirting out during the manual prime process. Customer's blood glucose is 8.4 mmol/l. Customer was already disconnected from the pump. Customer stated that they were not wearing the pump during priming. Customer's current blood glucose is 8.6 mmol/l. Customer stated that she was replacing 2 sets of reservoirs and infusion sets due to the issue. Customer stated that she got a compromised force sensor system alarm. Customer stated that the motor did not slow down nor did the numbers ramp up on the screen. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.